Event description:
As reported: "six months after g3 long surgery, the nail lag screw hole and distal transverse stop screw broke off. Patient complains of pain and requests data on g3 fracture."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.